Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass, at the first firing creating the gastric pouch, the device did not form proper b-shaped staples. It was more like diamonds and was in random separator pattern. Additional reload was used. The gastric pouch was made smaller.